Event description:
Our laboratory has ordered different probes: (B)(6) (ph available 1 ph channel catheter mms -0z1p) calibration is not possible for ph 4. Tip plugs in but calibration is not possible. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).